Event description:
Vascular access device fractured after implantation. Was discovered when ancologist noticed swelling in part area after administering dose of chemotherapy. Admitted toour facility on 8/17/93.